Event description:
The site reported that a light adjustable lens had been explanted from the patient's right eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient's right eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022. Device history record for the lens was reviewed. No issues were noted. The explanted lens was not returned for evaluation.